Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited intermittent capture and low impedance. The lead was capped and replaced during a normal pulse generator changeout.